Event description:
A company representative reported that the neck of a yukon polyaxial screw fractured intra-operatively and that the fractured screw shank remains implanted in the patient. The procedure was completed successfully with a 3 minute surgical delay.